Event description:
Customer reported that a patient coughed and felt a 'popping' sensation at the surgical site. The patient was returned to surgery for repair of the fascia. The surgeon noted that the suture knots were intact, however, the intervening suture from the terminal knot to the alleged break point was missing.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.